Event description:
Reportedly, the device delivered faster than programmed. The device was set to deliver a solution with a rate of 125ml/hr for 24hour infusion. The device completed the infusion in 20 hours. No further information was provided. There was no patient injury.